Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - (B)(6) study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure. Once for being deployed too high and another time due to non-uniform expansion. It was noted during procedure that the patient developed a complete heart block. The decision was made to place a temporary pacemaker. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to aortic insufficiency. The length of membranous septum is 5.3mm and the final non-coronary cusp implant depth was 4.9mm. Post-procedure it was noted via electrocardiogram, that the patient developed a new left bundle branch block (lbbb). There was no intervention performed. On (B)(6) 2025, it was noted that the patient's hemoglobin levels dropped from baseline. No intervention was performed. On 08 january 2025, it was noted via transthoracic echocardiogram that the patient had an increased mean aortic gradient of 8mmhg. On (B)(6) 2025, it was noted that the patient had a mean aortic gradient of 12mmhg. A doppler velocity index (dvi) was measured and found to be stable/normal. There was no intervention performed. The patient was in stable condition at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of under-expansion, aortic stenosis, aortic regurgitation, anemia, and heart block were reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product met all specifications, and no related ncmrs were found. Based on all available information, a cause for the reported under-expansion could not be conclusively determined. The cause of the reported aortic stenosis appears to be due to the aortic regurgitation, as the physician stated the elevated gradient seems to be flow related. A cause of the reported aortic regurgitation could not be conclusively determined. A cause of the reported anemia could not be conclusively determined. A cause of the reported heart block could not be conclusively determined. The reported unexpected medical interventions and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6) (B)(4). Subsequent to the previously filed report, additional information was received that post-procedure it was noted that the patient's mean aortic valve gradient was <10 mmhg. On (B)(6) 2025, a transthoracic echocardiogram was performed and revealed a mean aortic valve gradient of 16.3 mmhg. On (B)(6) 2025, it was noted via transthoracic echocardiogram that the patient had an increased mean aortic gradient of 19.7mmhg. The gradient appears to be flow related and also the patient's anemia.